Event description:
Surgeon was utilizing a hand drill to remove infected hardware from patient's right knee. The drill bit broke and a small piece of the drill was misplaced. Size of fragment believed to be about 5mm. Surgical team searched for bit but could not locate it. X-ray taken and was negative for retained piece. Surgeon believes it went flying into the air when he used it against a piece of cement. He questioned if it fell to the floor.